Manufacturer narrative:
.

Event description:
The customer reported that the ventilator will not power on properly.. The customer reported there was no patient involvement.

Manufacturer narrative:
Failure analysis on the returned power management board found that this pm board had a 12 volt failure. Replacement of q15 and l2 corrected the problem.